Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reas2184 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that multiple times the catheter leaked when the nurse changed the endcap. The catheter was removed. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage from the valve was confirmed, and the cause appears to be related to use of the device. One 4 fr s/l powerpicc solo was returned for evaluation. A visual observation of the catheter revealed evidence of use, such as tape residue on the solo hub and extension tubing. A functional test revealed that water would leak from the valve when the catheter was used as a siphon. With the distal tip of the catheter submerged in a beaker of water and the solo valve placed below the level of the beaker, water was drawn through the catheter and dripped from the solo hub at a rate of 1 drop/sec. Residue from use was found in valve inside the valve, which most likely kept the valve from completely closing and allowed fluid to leak through the valve. After clearing the residue from the valve, another attempt was made to siphon water through the catheter, but no drips were noted after two minutes. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. It is unknown if the ¿positive pressure disconnect¿ method was used, which is to remove the syringe slowly while injecting the last 0.5ml of saline from the syringe. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter. The powerpicc solo catheter is designed for use with needleless injection caps or ¿direct-to-hub¿ connection technique. A sterile end cap should be applied on the catheter hub to prevent contamination when not in use. This would also help prevent bleed back.

Event description:
It was reported by the facility that multiple times the catheter leaked when the nurse changed the endcap. The catheter was removed. No patient harm was reported.